Manufacturer narrative:
The device has not been returned for eval. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from france stating "various bubbles on irrigation/aspiration. No pt impact."